Event description:
Healthcare professional reported right side rupture. Device was explanted.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ rupture: observed two openings assessed as an unidentified (tear) opening (shell thickness within spec) and observed an opening on posterior assessed as fold flaw opening. Additional observations: ¿ brown particles observed in the gel. ¿ brown particles observed in the device. ¿ crease fold, wear abrasion and stress marks observed on the device. No further actions are required as the device was implanted.

Manufacturer narrative:
Continued: h.6. (B)(4). A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported rupture. The device was explanted. This relates to the right side.